Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. Reportedly, customer's "hand became swollen due to multiple attempts of paramedics trying to give IV [intravenous line]". Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.